Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that therapy was turning off by itself. It was reported the patient noticed therapy turning off every 4 hours. There was no pattern. Patient would use the patient programmer (pp) to turn therapy back on. The manufacturer's representative (rep) checked impedance today and there was no system issue based on the patient's integrity check. It was reported the patient has lost (B)(6) lbs since implant and the ins was very superficial; healthcare provider may do a pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the ins turning on and off has not been determined which has been confirmed with the account. Rep has tried to reach out to patient to see how there ins was doing after doing reprogramming but have not heard back from her. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/ friend regarding a patient with an implantable neurostimulator (ins). It was reported that ins does not seem to be holding a charge. Consumer said it does not seem to be charging the indicator on the charge does not seem to be going on. Patient said they able to charge but ins will not keep the charge and it turns itself off. Consumer said patient said device is not working, she cannot feel it working anymore for like 2 years. She does not seem to be getting any benefit from it anymore. Consumer later stated patient started complaining about it within the last year. Consumer reported patient lost about 100 lb. In the last 6 months she dropped a lot of weight she went from being 170lb to about 115lb. The ins is almost protruding out of her skin. It looks like you can see it through the skin. Looks like there is about a quarter of an inch of skin. Consumer is worried that ins will come through her skin and damage the unit or patient if the patient falls and ins is going to burst through. More and more lately she has been saying the unit itself is causing her pain when she is laying on it because she lost so much weight. When patient trolls over at night it hurting her. When she sits on the couch it is hurting her and she has to use pillows behind it has been an ongoing issue but it is just getting worse as patient is dropping more weight. Consumer said patient has never had the device adjusted or checked since implant. Consumer call hcp listing to have the device checked. Consumer told the patient that she need to have the device adjusted but patient said it does not hold charge anyways and she should just have it removed. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that surgical intervention had not been scheduled and the patient was asked to keep a log to see when the ins shut down so that they could compare the information with data files. An appointment was scheduled for late (B)(6). No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep changed programming at the patient's last appointment were following up on those changes. They changed programming to evolve settings. Patient reported the system was still turning off and on. Patient confirmed that she was using the sync key on the patient programmer (pp) and confirming that stimulation was off and she will turn it back on but therapy will sometimes turn on by itself. Rep checked impedances and reported 700-900 ohms for all reference electrodes. Group impedance was 403 ohms. Patient told the rep that the stim off/on was random. She started keeping a journal initially but then couldn't keep up with it. No recent emi exposure. Technical services (ts) got patient' current settings and ran a recharge interval calculation: 6+7-8-9+, 2.2v, 120 pw, 1000hz. Group impedance was 403 ohms. Recharge estimate: bol: 5.61 days, eol: 4.67 days. Per rep, according to 8840 stats. Patient was charging every 2 days about 1.9 hours/ session. For dates 11, 12, 14, 15, 16, 17 stim showed on for full day. Date: 13 stim was off and 18th, stim was on 2/3 of the day and ther e were multiple breaks in the data. Patient was reporting that she was charging 4.5 hours charging with 8 coupling bars. There has been no change in charging schedule with the reported ins stim off/on events. Tried to collect the manufacturer's data but rep had removed the antenna from the ins while the hcp visited with patient. Once visit was done rep was able to capture the file and will send file to the agent. Rep talked about creating a 2nd group with std programming and less electrodes to see if that helps with the charging interval. No further complications were reported/anticipated.

Event description:
Additional information was received from a family/friend. It was reported that the patient was frustrated started having complaints that she didn't think that the ins was charging in 2017. Patient had a couple of manufacturer reps meet the patient at the clinic. Reps checked the ins and determined that the ins was malfunctioning. Reps came out twice and did a bunch of tests and the reps had approved the patient to have the malfunctioning ins replaced with a new ins; the ins has not yet been replaced and mentioned that she witnessed in person that the ins will not accept a charge at all, so the ins is completely not working. The patient is now in the hands of a new hcp who can't pull up any of the records telling him that the reps have to come out to check the ins. The caller was advised that she will have the patient follow-up with hcp and have a rep be present there. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.